Event description:
A plate, implanted in 2003, broke after a physical therapy session and was removed about two months later. Plate and wire were implanted to bridge a fracture at the location of a pre-existing prosthetic device.